Event description:
It was reported that a mapping catheter experienced issues where the catheter tip could not be retracted from the blue insertion tube, and the catheter became kinked. The product was replaced by another product. There was no patient involved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the 990063-020 mapping catheter with lot number 229604697 was returned and analyzed. Visual inspection of the loop segment area showed the loop was kinked/twisted near the electrode 8. Visual inspection of the pebax segment area showed the pebax tubing was ribbed at approximately 3 inches from the loop distal tip. Visual inspection of the electrodes showed the electrodes were intact with no apparent issues. All electrodes existed on the loop section and no cosmetic issues or anomalies were identified. Visual inspection of shaft segment area showed the shaft was intact with no apparent issues. No kink or any other damage was observed along with the shaft of the mapping catheter. Visual inspection of the introducer showed the introducer/loop straightener was removed from the returned mapping catheter. Visual inspection of the lemo connector showed it was intact with no apparent issues or damage. In conclusion, the reported kink was confirmed during analysis and the mapping catheter did not pass returned product inspection due to a ribbed material observed on the pebax tubing, a kink observed at the tip/loop of the pebax tubing, and the introducer was removed from the mapping catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.